Manufacturer narrative:
Patient information received.

Manufacturer narrative:
Correction: product and related fields updated to proper value. The client for the navigation system was returned to the manufacturer for analysis. The client was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that pcoip client was replaced to resolve the issue and the issue has not occurred after replacement. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the camera case of the navigation system lost communication to main cart for approximately 10 minutes and then re-gained communication on its own. Camera tracked instruments with no issue. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.